Event description:
It was reported that the right ventricular lead exhibited noise and high impedance. The lead was capped and replaced. The patient was fine before and after the procedure.

Manufacturer narrative:
(B)(4).